Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Inspection confirmed that both tines remained intact at the tip section of the lead. Dried body fluid was found in the lumen, at the tip section of the lead. Further testing confirmed that the lead was electrically continuous. No additional testing was performed.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that immediately following pocket closure of a routine implant procedure, this left ventricular (lv) lead dislodged into the patient's coronary sinus. The pocket was reopened and the physician explanted this lv lead and implanted a new lv lead without complication. No other adverse patient effects were reported with this clinical observation.